Manufacturer narrative:
Concomitant medical products: dtma1d4 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos). It was noted that the patient was hospitalized at the time of the episodes, and it was suspected that there was some sort of physiologic change. The right ventricular (rv) lead was reprogrammed which resolved the issue. The lead remains in use. No further patient complications have been reported as a result of this event.